Event description:
It was reported that during a routine follow up, the pulse generator could not be interrogated and exhibited an error message. The patient was admitted for a replacement. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi, the device image found memory loss. After extensive testing, the memory loss did not reoccur.